Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the coronary vein could not be accessed and therefore, the lead was placed in the left ventricular (lv) anterior middle. A comparison of the use before date field and implant date found the device was implanted after the use before date. The lead remains in use. No patient complications have been reported as a result of this event.